Event description:
Patient indicated that her blood glucose has been elevated (~200 mg/dl), for the past 2 months. She believes that the device is not delivering the correct amount of insulin. No error messages were generated by the device. Patient self-treated with insulin injections.